Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirt was found on the objective lens causing a whiteout no image. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that prior to the start of procedure the gastrointestinal videoscope was showing interference/lines on the image. There were no reports of patient involvement.